Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had a cervical MRI and this gave them a jolt in their back when they did the MRI even though MRI mode has been activated. Patient confirmed that they had an MRI of their elbow and lumbar spine before and they had no problem. Patient also mentioned that they will have another cervical MRI before their back surgery on monday and that they need to make sure that it's safe for them. Agent reviewed MRI mode and MRI compatibility information and redirected the patient to their healthcare provider (hcp) to further address the issue. Patient stated that they will set up an appointment with their hcp to have their ins checked.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had to have their old lead taken out and their implant had to be replaced. The issue was resolved.